Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders not crossed. A technical support specialist dialed into the server and then ran a query from medes: interface delayed/down notice, which confirmed the same issue. Restarted the bd pyxis external inbound processors, bd data sync, maintenance, job scheduler, and external messages services, along with all four net tcp services. After rerunning the server downtime query, messages were still not crossing. However, after a few minutes, re-ran the query and confirmed that messages were crossing and current to the server. Contacted the user to update them on the findings and confirmed that the patient data provided in the sample was crossing to the station. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient medication order was not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.